Event description:
Marcaine pump tubing - portex touhy continuous nerve block set - became disconnected. Upon examination, it was determined that the tubing became disconnected from connector lock. Staff reported that this has happneed in the past.